Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The monitor was installed and tested on the pca si system and the upon system start up, the unit failed without video on the right display. The probable root cause is attributed to component failure.

Manufacturer narrative:
Based on the claim against the product by the customer noting vision issue in the right eye on one of the ssc, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) has been requested to investigate the reported event. The fse replaced the high stereo resolution viewer (hrsv) to resolve the reported issue. The system was tested and ready for use. The hrsv has not yet been returned to isi for evaluation. Therefore the root cause of the customer reported failure mode cannot yet be determined. A follow-up MDR will be submitted if the component is returned (post engineering evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: the customer switched to single console after the start of the procedure due to vision loss on the right eye of the ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci assisted rectopexy surgical procedure, the system lost the right eye on one of the surgeon side consoles (ssc). The image on the other ssc and vision side console (vsc) monitor was good. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found error 48259 pointing to a video lock loss and error 121. The tse confirmed with the customer an external cable or external device was connected to the ssc. The tse advised to perform a power cycle and guided the customer to disconnect the cable and to power down the system, to cycle all main breakers, and emergency power off (epo) and to reseat the blue fiber cable (bfc), ensuring to hear a click when reseating the bfcs. After restart, the issue persisted. The tse advised the customer to swap bfc from one ssc to the other ssc, but the customer did have more time for troubleshooting. The customer made the decision to proceed using only one ssc. The procedure was completed with no report of patient harm, adverse outcome or injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.